Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 25) occurred with multiple cartridges. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was 260 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, no response was received.